Event description:
A data error alert was reported by the caller after the pump's ship date. The customer's blood glucose level was 80 mg/dl at the time of the report, which is within the normal range. Technical support informed the caller that some history logs might have been erased, but the therapy was not affected. The customer acknowledged this and will continue using the pump for insulin therapy.